Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the station was stuck at the blue carefusion screen and did not auto-launch the application. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient, but there was no medication delay since the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the blue carefusion screen. A technical support specialist (tss) discovered that two versions of remote smart service (rss) were installed. The tss uninstalled the unwanted version and kept the correct one to resolve the issue. Then, the tss confirmed with the customer that the station was running normally. The system functioned as intended after the technical support specialist troubleshot the device. E1: facility name: university of miami physicians - sylvester comprehensive cancer center aventura